Event description:
Patient reported all of the buttons on the infusion device are non-functional. Patient changed the battery, and the infusion device displayed an e8 power interrupt error. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.